Event description:
It was reported that a "bulbous tip has breaking off and inside of a surgical wound, operation site." It was further reported that the piece was located at the time of procedure after several minutes. Based on the available info, this event is deemed a reportable malfunction.

Manufacturer narrative:
An eval was performed on (B)(4) 2014. Received one unit of yankauer suction instrument without vent with lot number 813536r007 in a biological hazard plastic bag. The sample was tested on (B)(4) 2014. The sample was examined and observed that the tip of yankauer was broken from the main part. Review of the assembly batch record revealed that there is 0.4% of crack of yankauer was detected during the 100% inspection and the rejected parts were rejected. Review of the complaint database record for (B)(4), the complaint rate for this defect is (B)(4). Review of the incoming inspection report for the yankauer without vent used for this assembly lot does not reveal any signs of visual inspection failure. No crack of yankauer could be found when inspected during the incoming inspection process. This batch was considered acceptable at the point of release. There is no significant change in molding machine set up. The injection molding process was inspected and confirmed in good condition. Furthermore, there is no any abnormality in material physical properties and molding parameter during the production of the affected production lot. Further testing was conducted to confirm potential causes leading to the broken tip. Push and gauge test for front tip was performed as part of the investigation based on recent production lot in order to verify the tip robustness. Sample was pulled at the point where the break point to be as similar as abnormal product. The pull strength result showed that the sample could stand maximum of (B)(4) with no crack mark, pull mark and stress mark could be observed. Simulation of the broken defect has been performed where the result has shown similar broken happen at the front tip. Based on the knock test revealed that the front tip of product will break if being knocked. Based on the further testing finding confirmed that "knocking" of the device to a hard surface may lead to broken tip. Based on sample provided confirmed that the tip of yankauer was broken off. However, no sign of significant abnormalities could be observed from the record review. Preventive action will be taken. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted.